Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a right revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised on the right hip due to pain and elevated cobalt and chromium levels. Revision op report notes evidence of metallosis on the anterior portion of the capsule. The modular head, cup, and liner were removed and replaced. Additional information received in patient op notes dated (B)(6) 2014 report patient was revised due to pain. Revision op report notes the left leg was shorter than the right leg. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-06567/06570).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a right revision procedure on (B)(6) 2014. A review of post-operative records confirmed patient underwent a revision procedure of the left hip on (B)(6) 2007 due to osteonecrosis and proliferative synovitis. It further indicates patient underwent a revision procedure of the right hip on (B)(6) 2014 due to pain and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and indicates patient underwent revision procedures on (B)(6) 2007 and (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.